Event description:
It was reported that the patient experienced right cylinder aneurysm with the ambicor penile prosthesis (app). The app was removed and replaced with a new one. No further complications were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.